Manufacturer narrative:
Additional information received: customer does not think the patient death was related to the device. Customer did not disclose the cause of the death. When sales rep met the doctor, patient had passed away, so the date of death remains unconfirmed. Customer requested the evaluation, and device will be returned. Customer letter is required. Customer would like us to return the valve after the evaluation. Customer does not think this explant was related to the device defect. This event is determined reportable per edwards lifesciences procedures. The DHR review has been started. We are waiting for confirmation of the date of the patient's death and cause of death.

Event description:
Reportedly, the device was explanted after an implant duration of 33.53 months for unknown reasons. Per the cer: the ring was explanted and (B) (4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances. Evaluation summary: no inconsistencies detected; the valve was sent to r&d for functional testing. R&d functional testing report received. Discussion and conclusions stated: this valve was reportedly explanted at implant due to ¿regurgitation from the central of 6900p 25 mm was observed on tee¿. Since no echo data was provided, the regurgitation observed in vivo cannot be verified. The in vitro standardized functional tests under normal physiological systolic pressure for a mitral valve showed no appreciable central leakage. The total regurgitant fraction (trf) was more than 2 times lower than the maximum allowance for this size of valve by iso (B) (4). Nevertheless, the behavior of this valve at edwards may have been different from that observed in vivo due to the increase in leaflet stiffness observed after exposure to blood and subsequent storage in formalin and/or potentially sub-normal flow and pressure conditions when the echo was performed.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Perimount plus was implanted for double valve replacement in aortic and mitral position. It is unknown what was implanted in aortic position. Regurgitation from the central of the device was observed on transesophageal echocardiography. The device was explanted at implant due to mitral regurgitation. Sjm 25mm valve was implanted as a replacement. Patient expired in 2009; however, this date is unconfirmed. Customer commented that there was a regurgitation from the device, but it was considered to be technique related.